Manufacturer narrative:
International zip code: (B)(6).

Event description:
Literature case. It was reported that after an all-inside suture of the medial meniscus with 3 ultra fast-fix on the left knee in (B)(6) 2010, the patient felt a crack at his left knee in (B)(6) 2012. In (B)(6) 2012, the patient reported a locked knee and pain, so he underwent an MRI that showed a recurrent bucket handle tear of the medial meniscus and an osteocartilaginous lesion of the tibial plateau below the posterior segment of the medial meniscus. An arthroscopic of his left knee was performed and a partial meniscectomy was carried out. The arthroscopic evaluation revealed a chondral lesion and with it an intact implant with suture material embedded in the tibial plateau. The implant was removed with an arthroscopic forceps. The outcome of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The unknown fast-fix device, used in treatment, will not be returned for examination. The investigation was limited to the information provided, as the specific part and lot numbers to review the device history records were not provided. A review of the manufacturing, risk management documents and complaint records were performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. The instruction for use for the fast-fix product family outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Our post market surveillance team will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Based on this investigation, the need for corrective action is not warranted at this time. Although a copy of an MRI was included in the article, it did not provide insight into the root cause of the implant migration and/or subsequent osteolysis. No other patient specific supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However, the article hypothesized ¿probable pathogenesis of the osteochondral damage and osteolysis associated with this nonabsorbable device may be due to the progressive impaction of the implant into the tibial articular cartilage causing subchondral bone resorption¿ and noted that correct implant positioning and ¿early detection and removal of loose implants can prevent osteochondral injury¿. The patient impact beyond the reported repeat traumatic injury, MRI/intraoperative findings, resultant osteolysis and implant removal could not be definitively determined. No further medical assessment could be rendered.